Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Dhe6p upya tsiyenntth ecso dies: snuob mciotdtei nagv atihliasb lree p(o3r1t9 1p)u russueadn tt ot oc atphteu rper otvhies isounrsg iocfa l2 1i nctferr,v epnatrito n803d>e ptuhyi ss yrnetphoerst imsa ys ubbem ibtatsiendg otnh iisn froerpmoartti opnu rwshuiacnht dteop utyh es ypnrtohveiss ihoanss nooft 2b1e ecnf ra,b lpea rtto 8i0n3v. E stthiigsa tree poorr tv emraiyf yb ep rbiaosre dt oo nt hien froerqmuaitrieodn rwehpiocrht idnegp udya tsey. N tthheiss hraesp onrott dboeeesn naobtl ER etfol eicntv eas tciognactleu soiro nv ebryi ffyd ap,r idoerp utyo styhnet hreesq uoirr eidt sr eepmoprltoiynege sd atthea.t tthhies rreeppoorrtt cdoonesst intoutt erse falne catd mai scsoinocnl utshiaotn tbhye fddeav,I cdee,p udye psuyyn tshyenst hoers, I tosr eimtpsl oeymepelso yteheast ctahues erde poorr tc ocnotnrsitbiuttuetde st oa nt haed mpiostseinotni atlh aetv etnhte ddeesvcircieb,e dd eipnu yt hsiysn trheepso, r to. Riitfs ienmfpolromyaeteiso nc aiuss eodb toari nceodn ttrhiabtu tweads tnoo tt haev apioltaebnltei aflo re vtehnet idneistcirailb emde diwna ttchhi, s ar efpoolrlto. W-uipf miendfwoartmcaht iwoinl li sb eo bftialiende da st haaptp rwoapsr inaotte. Available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a consistent fracturing of the fine tuning dial.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Please note, the date received by manufacturer was documented incorrectly on mwr-(B)(4). The correct date received by manufacturer for the follow-up information on mwr-(B)(4) is 12/12/18.